Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the high flow insufflation unit experienced the following issue: panel no mathematics display. The issue was found during set up before patient in room. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: d8, h2, h3, h6 and h11. In addition, the following reportable malfunctions were identified during the device evaluation: missing cumulative flow value display on the front panel and cracked pinch valve. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction found during device evaluation is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted olympus will continue to monitor field performance for this device.